Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. The device delivered 10 shocks and it was believed the cause was atrial fibrillation (af) with rapid ventricular response (rapid ventricular response (rvr). The patient was cardioverted at the clinic in attempt to control the af and further follow up was planned. This device remains in service. No additional adverse patient effects were reported.